Event description:
Patient presented with bilateral femur fracture on an unspecified date. Patient was implanted with condylar plate and screw construct. Post-op assessment revealed the two distal screws were too long and subsequently caused pain/irritation. Decision was made to remove prominent screws. Reportedly the patient was returned to the or for revision surgery. The surgeon removed the two distal screws and the patient was not revised with any additional hardware. The surgeon did not replace the two screws. Plate and other screws (cortex - unknown quantity) remains implanted. Patient was not completely healed. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Patient identifier number is (B)(6).